Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device change out, there was issues inserting the right ventricular (rv) lead all the way into the port of the cardiac resynchronization therapy defibrillator (crt-d). When the lead was thought to be all the way into the port and screwed into place, there was evidence of noise on the lead. When the lead was checked through the analyzer, it checked out okay, suggesting there was poor contact within the header of the device. After numerous attempts at screwing and unscrewing the setscrew, cleaning the lead, and attempting to reinsert it into the header, the physician chose to implant a new device. It was noted there could have been an issue with the port or the setscrew. No patient complications have been reported as a result of this event.